Event description:
The facility reported an overinfusion found during pt use with no pt injury or medical intervention involved. The medication involved was chemotherapy, concentreation of 6.67 mg/ml. The infusion started at 6pm in 2005 and ended at 1:15 pm 7 days later. The pump was set in continuous mode and the bag volume was 420 ml, which included a 30 ml overfill. The rate of the device was 2.5 ml/hr and the total time of the infusion was 168 hrs. The tubing was in use for 6 days. No add'l info.